Event description:
Report received from an abbott international affiliate that indicates there was 15cc of air in an empty sterile vial that had been filled by the user facility pharmacy and was in use with a pca pump. Pca therapy with fentanyl 25mcg/ml, 25mcg dose, 8 minute pt lockout and an unspecified 4hr limit was initiated in 01/2004 at 10pm. Infusion was uneventful. The pca vial was changed at 530am the next day. At 730am, the pt reported a lack of pain relief. "The vial was found to be empty except for 15cc of air. Thirty ml of fentanyl was emptied from the vial over a 2hr period." The report indicated there was medication in the pca tubing; therefore air did not enter the tubing from the pca vial. The pca tubing was reported to be properly connected to the vial and there were no difficulties with the tubing connections to the pca vial at any time. The vial was properly inserted into the pump and there was no moisture or leakage noted during the vial change. It was noted, however, that "there was a puddle of solution on the floor close to the bedside, but the type of solution was unknown." The pt was in pain, but there were no consequences reported. The vials are prepared by the user facility pharmacy. The customer reports their process is as follows: air is expelled from the vial, fentanyl and sterile water are added and the syringe is capped. The vial is transported in a covered container to the unit. It is possible that once the drug preparation of the vial is complete there may still be air that needs to be expelled upon priming of the pca set. There is no record available to determine inspection of the vial upon arrival to the unit.